Manufacturer narrative:
Samples were not received for the investigation; however a small video was attached to the customer report and a leak was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the root cause analysis. No corrective actions apply as a sample was not returned for evaluation and is required for a more accurate investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/28/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (b)(64) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports: after using a few minutes, the tube started to leak. No patient harm or medical intervention required.